Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to changing infusion set. The customer¿s blood glucose level was 224 mg/dl at the time of the incident. The customer also reported that the reservoir compartment had crack. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The customer also reported that the insulin pump able to rewind when priming and insulin pump was started powering off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with cracked reservoir tube lip, cracked reservoir tube window and cracked case reservoir tube window corner.